Event description:
The complaint was reported as: the customer alleges that the circuit will not pass the ventilator est test prior to pt use. No report of a pt injury.

Manufacturer narrative:
A visual, dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned at the time of this report. The assembly process and manufacturing procedure of catalog number 780-10 were reviewed and no findings related to the reported issue were found. The device history record (DHR) of batch number 02e0800259 has been reviewed and no issues or discrepancies were found relate to this complaint. No non conformance reports were originated for the lot in question that can be associated to the complaint reported. The DHR shows that the product was assembled and inspected according to our specifications. This customer complaint cannot be confirmed due to the lack of product sample to perform an investigation and determine the source of defect reported.